Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device explant procedure for normal battery depletion, an insulation anomaly was noted on the right ventricular (rv) lead. The rv insulation was repaired to resolve the event. The patient was stable.